Event description:
Patient s/p multiple angiograms/arteriograms in the past. On (B)(6) 2015 during an evaluation for pain in her left leg a CT showed an approx 3cm tubular structure in the left groin representing a residual catheter fragment. The area of the fragment was not in the location of the leg pain. The foreign body was removed without incident.